Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately seven weeks post implant that the patient was feeling pounding in their stomach area and went to the emergency room. It was found that there were increased and high thresholds on the right ventricular (rv) lead. Possible diaphragmatic stimulation was suspected. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead dislodged. The physician made multiple attempts to reposition the lead. However, the physician could not obtain parameters within normal limits.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix exceeded specification the number of turns to extend and retract. The analyst noted that visual analysis showed the driveshaft lug being stuck on the retraction stop. This is indicative of the connector pin being turned an excessive number of times during helix retraction. If information is provided in the future, a supplemental report will be issued.